Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. Data logs were reviewed which showed the purge system blocked after a 13-minute gradual rise in purge pressure was observed. Purge cassette change was unsuccessful in resolving the purge system block alarm. The pump was replaced with a new one. Therefore, the cause of the high purge pressure issue was most likely biomaterial, based on data log review. The instructions for use for the impella cp with smartassist for use during cardiogenic shock in section: troubleshooting the purge system states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed. The failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 67yo male for mechanical circulatory support. It was reported that during a difficult delivery of an impella cp pump through the patient's tortuous iliac vessel, the device triggered an impella blocked alarm. The pump was subsequently removed and a new impella cp pump was implanted through the left femoral artery. There was no patient harm. No additional information was provided.